Event description:
It was reported that this pacemaker was oversensing noise since implant, resulting in over 700 ventricular tachycardia (vt) episodes being stored. Technical services reviewed the programming and noted the sensitivity was fixed at 0.75mv while the noisy signals measured around 0.81-0.88mv. Sensitivity was reprogrammed to 1.5mv with automatic gain control (agc), as the amplitude of the intrinsic signals was over 8mv. No adverse patient effects were reported. The device remains implanted and in service and the physician planned to continue monitoring the patient.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.